Manufacturer narrative:
The customer declined assistance. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has decided to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) is scheduled globally to end on 12/31/2022, after which the end of support (eos) period will begin. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a power fault.

Manufacturer narrative:
(B)(6). Phone number: (B)(6).